Event description:
Firm received these devices initially when devices were first approved for marketing back on 1/18/99. First two pts they fitted with device - the devices were misfiring, that is, giving the metered dose of oxygen at the wrong time (when exhaling) or not at all when needed. Checked rest of shipment, all defective in same way. Called firm, returned product and then received replacement devices, delivered with others by local rep. Local sales rep opened box and tested each one and every one was defective. Airsep stated they would make a change to circuit board, did so and sent replacements, but all of those were defective in same way. He stated after he notified the firm about the latest defects, president had devices checked with his staff and 50% failed. However, firm is declining to send an alert to dealers that might have devices fitted on pts or recall in any way. Firm's president stated no other dealer has a similar complaint. Rptr feels that this is a very significant defect and a serious health hazard. He feels that such a failure could easily precipitate a fatal heart attack in some of the pts he services and he feels that other dealers may have pts at serious risk and should know about the potential problems. This inspection was performed per follow-up to consumer complaint. The complaint reported possible serious injury could result from use of this firm's oxygen conserving device. However, no actual injury was reported. The previous inspection of this firm, on 6/2 - 5/98, was classified and was directed to the firm's design controls for medical devices. The firm is primarily a MFR of oxygen generator/concentrator products for industrial and medical uses. The firm obtained 510(k) approval in 1996 for an impulse brand oxygen conserving medical device. The firm began marketing a redesigned version of the impulse as the impulse select in 12/98. The consumer complaint concerned the redesigned device. During this inspection, the design development of the impulse and impulse select was reviewed. The firm purchased the original impulse design from a european firm, including the written software programming for the device. The firm modified the original european design, reportedly to meet USA standards. The software programming was not modified and continues in use. The firm redesigned the impulse to incorporate the use of surface mount electronic components, which provide a much smaller geometric configuration of the device. The consumer complaint reported erratic operation of the device, which reportedly could cause heart attacks in pts. There are no known other complaints for this device. The firm reported only this single complaint had been received. The firm found during routine assembly of the impulse select, on about 1/22/99, an erratic pulsing device. The firm attributed the defect to incorrect offset voltage of the printed circuit board. Devices assembled since 1/22/99 had printed circuit boards tested for offset voltage. Devices marketed prior to 1/22/99 did not have printed circuit boards tested for offset voltage. One of the devices returned from the complainant had offset voltage below the lower offset voltage spec. Deviations from cgmps were observed during this inspection. The firm promised a written response by 5/1/99. The previous inspection of the firm, on 6/2 - 5/98, was classified. The previous inspection was directed to the firm's design controls for the impulse select oxygen conserving device. A list of observations was issued during the previous inspection, citing the firm's lack of compliance with the design control regulations. Credentials were shown, and a notice of inspection was issued. A rep stated that he was the individual of most responsibility currently at this site. He said that the firm's other mgmt officials were at an off-site meeting. Investigator explained the nature of this inspection to the rep was a follow-up of a consumer complaint. Another rep for the firm's impulse oxygen conserving device participated in the inspection at this location. He said he was responsible for the MFR of the impulse oxygen conserving device. The nature of this inspection, follow-up to a consumer complaint, was related to the rep. He said he had no info concerning this complaint. During discussion of this complaint, it was determined that the complaint concerned the redesigned impulse oxygen conserving device, brand name "impulse select." He said assembly of the impulse select was not conducted at this location. He said he was not responsible for the MFR of the impulse select device. Prior to concluding discussions with this rep, mgmt personnel arrived at this location. Investigator displayed his credentials to a rep. Investigator also explained the nature of this inspection to him. He said that he was familiar with a recent complaint received for the firm's new impulse select oxygen conserving device. He said to his knowledge, firm had received only a single complaint since initiation of marketing of impulse select in 12/98. Investigator did not divulge name or location of individual identified in consumer complaint. Said he had discussed a complaint with an individual. He said he had discussed this problem with rptr at length. He said problem the rptr encountered concerned fitting several pts with new impulse select device. He said new impulse select was a more sensitive design to pts' breathing patterns. He said rptr had encountered several pts that he said had unusual breathing patterns. He said unusual breathing pattern included a snort-like, high-pressure exhalation. He said airsep engineers had been able to duplicate problem complained about by rptr. He said using this snort-like exhalation would over pressurize device transducer and cause device to pulse a dose of oxygen. He said device was designed to provide pulses of oxygen only on inhalation and not exhalation. He said this snort-like exhalation caused unit to pulse/fire upon exhalation. Continued in b6.